Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The device will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation is completed, a follow-up MDR report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00371, 0001032347-2019-00372, 0001032347-2019-00373, 0001032347-2019-00374; 0001032347-2019-00376, 0001032347-2019-00377. Concomitant medical products: tmj system right narrow mandibular component cat# 01-6545, lot# 710730a; tmj system left narrow mandibular component cat# 01-6546, lot# 541380d; tmj system right fossa component small, cat# 24-6562, lot# 721350a; tmj system left fossa component small, cat# 24-6563, lot# 721500a; "2.4mm" system high torque (ht) cross-drive screw, cat# 91-2708, lot# unk; "2.4mm" system high torque (ht) cross-drive screw, cat# 91-2710, lot# unk; tmj system cross drive fossa screw, cat# 99-6579, lot# unk.

Event description:
It was reported that the patient underwent surgery to reposition temporomandibular implants due to necrosis and being too close to the ear canal. Implants remain implanted. The patient experienced numbness on the right bottom of their jaw and loss of facial expression that has not resolved following the repositioning of the implants. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint was opened because taylor billard, tmj tracking coordinator reports revision due to necrosis. Because a revision surgery occurred, the complaint is confirmed. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. It was reported that "the surgeon had to redo her right side due to necrosis and that it was the surgeon's fault and not our fault." There was no alleged malfunction of the devices. The DHR's for the screws in this case could not be reviewed due to the part number being unknown. There are no indications of manufacturing defects. The complaints histories for the screws involved in this case were not reviewed due to the lot numbers being unknown. The most likely underlying cause could not be determined from the information provided. It is possible that there was a patient condition that led to the issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.